Event description:
It was reported by service report that the power pro when lowered with pt, keeps going down and then will not stay up. It is unk if there was pt involvement or if there are adverse consequences to report.